Manufacturer narrative:
(Display board) complaint confirmed. The evaluation determined that the reported event was caused by a burnt capacitor (c1) on the display board (p/n: (B)(4)). The cause of the damage is attributed to an overcurrent condition. The cause is product design related (software).

Manufacturer narrative:
The evaluation determined that the reported event was caused by a burnt capacitor (c1) on the display board. The cause of the damage is attributed to an overcurrent condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the screen was black; also, there is a red light on inside the vent at the back and was a burning smell coming from the back of the console. There was no case or patient involvement.